Event description:
It was reported that the bd syringe 30ml ll s/c 56 had foreign matter. The following information was provided by the initial reporter: material#: 302832, batch#: 3298184, verbatim: hello, an operator identified a unit from lot 3298184, sku 302832 and lot 4158943, sku 309653; that had a black particulate embedded into the plastic molding. Do you have any quality docs or cataloged defects stating they appear during the molding process.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.